Event description:
(B)(4). Initial info rec'd from a consumer on (B)(6) 2008: this male consumer reported that he rec'd poly-l-lactic acid (sculptra) injections (a total of 10 vials,) that ended approx 14 months ago; (start date not provided.) He stated that he does not feel like he saw much difference, and the approx 3 months ago, he developed some reddish, hardened, blotches where the poly-l-lactic acid was injected. No add'l med info was reported. Add'l info for sculptra (lot# and expiration date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, rec'd by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.